Manufacturer narrative:
Analysis of the AED's log files identified on 2/02/26 the AED identified a potential speaker issue during a self test and attempted to alert the user by flashing its red asi. Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
An international distributor reported a customer's AED will not speak. The customer did not report this occurring during patient use.